Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's blood glucose was within range (value not provided). Reportedly, the customer cleaned the speaker holes and cleared the alarm.